Manufacturer narrative:
The initial report was submitted under manufacturer report number # 3008344661-2020-00059 ( (B)(4) as manufacturing site) with suspect medical device of architect hbsag qualitative, list 4p53. After further evaluation, the suspect medical device was changed to architect i2000sr, list 3m74 (irving, tx as manufacturing site), which is this report. All available patient information was included. Additional patient details are not available. Patient identifier: sid (B)(6). During the subsequent site visit by the field service engineer (fse) the analyzer (architect serial number (B)(4) ) was inspected, various diagnostic checks of the system and a part replacement (sample syringe assembly) were performed. Return testing was not completed as returns were not available. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part replacement was performed by the fse. The architect system operations manual addresses sample result observed problems for erratic/discrepant results. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified.

Event description:
The customer reported false repeat reactive architect hbsag results on two patients: results provided: (B)(6) 2020 sid (B)(6) = 2.09 / 3.55 / 1.89 s/co, confirmed positive by hbsag neutralization confirmatory; repeated on (B)(6) 2020 = 0.12 s/co, confirmation = negative. (B)(6) 2020 sid (B)(6) = 1.19 / 1.32 / 1.6 s/co, confirmed positive by hbsag neutralization confirmatory; repeated on (B)(6) 2020 = 0.52 s/co. No impact to patient management was reported.